Manufacturer narrative:
Device evaluated by manufacturer - additional information the device was returned for evaluation and the report of "coil non detachment" was confirmed. As received, the implant coil was damaged, stretched but was still attached to the pushwire. The proximal end of the pushwire containing the tack weld replacement (twr) crimp was not returned. The release wire was not found to be extending out from the broken proximal pushwire tip. Instant detacher was not returned. During evaluation, the pushwire was intentionally broken from the proximal end, and the release wire was pulled out from the broken location. The implant coil was successfully detached from the pushwire by pulling back on the release wire. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment; however user context may have contributed to this event. It is possible that the break in the release wire and /or a break in the pushwire at an incorrect location may have contributed to the reported issue. Note: per the axium coil instructions for use (IFU): in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hypotube break indicator (hbi) 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
The device has been received and device evaluation is anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filled.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of a giant saccular, unruptured internal carotid aneurysm. It was reported that the physician tried three times with instant detacher to detach the coil and two times tired with manual method but the coil did not detach. Total 27 coils were successfully implanted in the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.